Event description:
It was reported that the insulin pump became hot after a battery was inserted. Nothing further was reported.

Manufacturer narrative:
The insulin pump was warm and the display was blank due to a capacitor at the liquid crystal display puncturing the isolation tape and making contact to the positive side of the battery tube.